Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub technician reported that the reflux would not disengage during setup and calibration prior to surgical procedures. There was no patient involvement. Additional information has been requested.